Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Two medwatches were sent for this event. It is unknown which product was revised during the procedure. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2015-02218 / 2015-02219 / 2016-01281 / 2016-02439).

Event description:
It was reported patient underwent a hip revision for an unknown side approximately four months post-implantation due to unknown reasons. During the revision, the femoral head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2015-02218 / 2015-02219 / 2016-01281). Product location unknown.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure occurred on (B)(6) 2015 allegedly due to unspecified metal on metal complications. The modular head and acetabular cup were removed and replaced and a liner was implanted. Additional information received reported the patient underwent an initial left total hip arthroplasty in 2006. Subsequently, the patient is being considered for revision of the left hip due to metal on metal complications. Additional information received reported that patient underwent a revision procedure for an unknown side on (B)(6) 2015. During the revision, the femoral head was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 6 mdrs filed for the same patient (reference 1825034-2015-02218 / 02219 and 2016-01281, 02439, 03783 / 03784).

Event description:
It was reported patient underwent a right hip revision approximately four months post-implantation due to pain and migration of acetabular component. During the procedure, metallic stained tissue, scar tissue, serous fluid, fractured screw, loose bone fragments, bone damage, tightening of the hip with protrusio and impingement were noted. The modular head, acetabular cup and liner were removed and replaced with legacy zimmer product.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Concomitant medical products - biomet g7 acetabular liner catalog#: 010000867 lot#: 3321534, biomet bioloxdelta femoral head catalog#: 650-1058 lot#: 240670, biomet ceramic taper adapter catalog#: 650-1068 lot#: 816410.